Manufacturer narrative:
The device history record review provides assurance the part was accepted with conformance to the product requirements. An engineering evaluation, in combination with the record review, did not indicate a design, quality or manufacturing issue.

Event description:
Revision of femoral component. Pt had persistent pain and red swollen knee post surgery. Inflammatory markers were raised but joint aspirate was negative. After 2 weeks inflammatory markers became normal but knee pain continued. There was mild collapsing tibial bone, which suggested a possible infection. Given the severity of the pain, implants were removed and antibiotic cement space was placed. Intraoperatively, components were found to be well fixed. This event occurred outside of the united states in england.